Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 85 mg/dl. Customer received a low reservoir alert, so they refilled the reservoir and changed the set. Customer will change the whole set tomorrow. Customer confirmed that he was disconnected from the pump. Last night, the pump came off the belt and fell on the floor. Customer stated that the drive support cap was sticking out. Customer was advised to discontinue use of the pump. It was explained that during seating, the force sensor did not detect the reservoir. Customer tested his blood glucose and it was at 31 mg/dl. Customer treated with food. Customer's blood sugar came up to 65 mg/dl and 71 mg/dl. Customer stated that he would not connect to his back-up pump until his blood glucose level was higher. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the rewind and displacement test. The device alarmed motor error during basic occlusion test due loose and or protruded drive support disk. The device was not tested for compromised force sensor system alarms due to the motor errors alarms. The device had cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, and minor scratches on display window.